Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -4.0/+2.5/076 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
Corrected data: (B)(4). Claim#: (B)(4).